Manufacturer narrative:
This report is submitted on august 08, 2018.

Event description:
Per the clinic, it was reported that the device was explanted due to incorrect placement of the electrode array that occurred during initial implantation.